Event description:
Acct reports that the "product broke during an operation". Further info notes that the tubing separated from the bottom of the hand pump. Incident occurred during open heart surgery and "blood flew all over". States they did not have a presure pump on the blood bag, they were just using the hand pump. No serious injury occured with the pt; the set was changed.